Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted upgrade procedure, the patient was found to have an occluded vein, so the procedure was abandoned. The right ventricular (rv) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.